Event description:
On 3/6/97, the facility nuse contacted a MFR clinical rep and provided the following info concerning this pt/device: the device was implanted on 9/13/96 within the right subclavian vein. A chest x-ray was performed on 9/14/96, the day after implant, indicating "there is a change in the position of the right central venous line. Rptr would question whether or not the catheter is in the vein. The device was explanted on 9/15/96 and replaced with a new device in the left subclavian. The explanted device was discarded.